Event description:
Pyrexia [pyrexia]. Abdominal abscess (prevotella melaninogenica) [abdominal abscess]. Case description: literature-spontaneous report received on 07-nov-2008 from a physician via a company representative regarding a (B) (6) male with a history of occult blood positive, sigmoid cancer, early stage antral carcinoma, right adrenal tumor, high anterior resection, distal gastric resection and right adrenalectomy, (B) (6), who experienced pyrexia and abscess after placement of seprafilm. This report was received from a literature search and the literature article was entitled "two cases of abscess formation right under the abdominal wall placed seprafilm after gastrointestinal resection". The patient was initially seen on an unknown date due to "blood occult blood positive". Evaluation revealed sigmoid cancer, early-stage antral carcinoma and right adrenal tumor. On an unspecified date, the patient underwent a high anterior resection distal gastric resection and right adrenalectomy. Two sheets of seprafilm were placed at unspecified site(s) at closing. Fluid drained from the winslow foramen and douglas pouch was described as "no problem". By post-operative day 9, the post-operative course was going well and the patient began oral intake. On post-operative day 10, the patient developed pyrexia up to 38 degrees celsius. He complained of abdominal pain and had an abdominal CT scan that revealed a fluid retention image right under the incision at the lower abdomen. Yellow/white pus was excreted from the area by puncture drainage. The pus culture detected prevotella melaninogenica. The events were treated with unspecified medication and after post-operative day 11, the fever "calmed down" to 36 degrees celsius and "alleviate". The author surgeon assessed the events as unrelated to seprafilm. The severity and seriousness were unknown. The author stated that "seprafilm can be expected the effect to lesion adhesion after laparotomy and to prevent adhesive ileus; therefore, we have more chances to use it abdominal surgeries". At the time of this report, no further information was available.

Manufacturer narrative:
Report source literature description. Journal: journal of japan society for surgical infection 2008;5(5):557-557. Author: nanami, t, et al. Titled: two cases of abscess formation right under the abdominal wall placed seprafilm after gastrointestinal resection.